Event description:
The customer reported experiencing high blood glucose. Customer stated their blood glucose rose to 455 mg/dl. The customer has treated their blood glucose with a manual injection and a bolus. Customer also reported their reservoir leaked into the insulin pump. The customer stated there was fluid in the reservoir compartment. Customer reported the insulin leak occurred during normal use of the insulin pump. Customer stated the insulin has dried out around their reservoir compartment. The customer's reservoir will be returned for analysis.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected o-ring and stopper for anomalies, none were found. Basal and bolus leak test was performed and it passed, no leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.